Manufacturer narrative:
Patient information is unknown however, it has been reported that the patieint is over 18 years old. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a post polypectomy procedure, performed on (B)(6), 2011. According to the complainant, the clip was placed on the site however, the clip failed to release from the catheter. The nurse "jiggled" the handle until the clip released from the catheter. The case was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.